Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
During a follow-up, a rise in defibrillation impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.